Event description:
It was reported that a user experienced elevated blood glucose for almost a day after changing infusion supplies, with a documented glucose value of 245 mg/dl and an ilet alert of 290, and the user noted elongated marks and skin irritation at recent infusion sites; tubing priming produced drops, insulin delivery was resumed, and the user subsequently reported stabilization but not immediate return to target before later returning to range. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia without hospitalization. Investigation included remote troubleshooting, request for site photos, confirmation of insulin flow through tubing, a full supply change, follow-up assessment of glucose trends, and collection of infusion set lot information. Investigation of this case revealed no device malfunction was identified, insulin delivery resumed normally after set change, and site-related factors were suspected given reports of bent cannula concern, scarring, and local skin issues with an inset 23-inch set. It was concluded, based on previously established findings for similar reports, that the cause was unclear with a probable contribution from infusion site or set-related factors rather than ilet pump hardware.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.